Event description:
The article, "multi-center comparison of two self-expanding transcatheter heart valves", was reviewed. The article presented a prospective, multicenter study to compare two self-expanding transcatheter aortic heart valves (thv), the acurate neo and the portico, with regard to in-hospital and 30-day outcomes, as well as early device failures. Devices included in the study were portico and acurate neo. The article concluded short-term clinical and hemodynamic outcomes showed comparable results between portico and acurate neo prostheses. However, portico was associated with a significant higher incidence of permanent pacemaker implantations (ppi). [The primary and corresponding author was johannes blumenstein, department of internal medicine I, st.-johannes-hospital, 44137 dortmund, germany, with corresponding email: johannes.blumenstein@joho-dortmund.de] the time frame of the study was not reported. A total of 1591 patients were included in the study, of which 344 patients received an abbott device. For the portico group, the average age was 83 years and the majority gender was female. For the acurate neo group, the average age was 82 years and the majority gender was female. Comorbidities included chronic obstructive pulmonary disease, hypertension, diabetes, dialysis, peripheral artery disease, stroke, coronary artery disease, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation, heart block, and pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: multi-center comparison of two self-expanding transcatheter heart valves.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: "multi-center comparison of two self-expanding transcatheter heart valves." Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, hypertension, diabetes, dialysis, peripheral artery disease, stroke, coronary artery disease, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation, heart block, and pacemaker. Complications reported included death, surgical intervention (valve-in-valve, pacemaker, conversion to open heart surgery), unexpected medical intervention (post-bav), stroke, transient ischemic attack, bleeding, renal injury, myocardial infarction, aortic stenosis (gradient), aortic regurgitation, pericardial effusion, device migration, device stenosis, central regurgitation, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.